Manufacturer narrative:
Medical device expiration date: unknown (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that cathena 22gx1.00in winged bc had difficult engaging the threads on the catheter. This was discovered during use. The following information was provided by the initial reporter: material no: 386813 batch no: unknown. It was reported that it is difficult to engage the threads on the catheter to flush catheter. Threading of luer lok poor design. User required to force end of flush into catheter to engage threads. Design should be - insert and thread, then spring engages after 15 degree rotation, instead of the necessity of depressing the spring initially.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated, as the lot number is unknown. Though an investigation by the manufacturing plant could not be done, sales and marketing did reach out to the customer. During the discussion, it was concluded that there was a lack of understanding of the new product due to lack of training provided. This is a result of covid-19 as they were not allowed to enter the hospital.

Event description:
It was reported that cathena 22gx1.00in winged bc had difficult engaging the threads on the catheter. This was discovered during use. The following information was provided by the initial reporter: material no: 386813 batch no: unknown. It was reported that it is difficult to engage the threads on the catheter to flush catheter. Threading of luer lok poor design. User required to force end of flush into catheter to engage threads. Design should be - insert and thread, then spring engages after 15 degree rotation, instead of the necessity of depressing the spring initially.